Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: suspected alcl/inflammation/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a 475cc mentor memorygel breast implant and underwent an MRI (imaging report not available at this time) which indicated ¿possible bia-alcl", infection, inflammation, and baker grade IV capsular contracture on the left side. Per the patient's mother (initial reporter), the patient had bilateral primary breast augmentation with mentor saline implants (date, texture and product name not provided). After 12 years from the date of implant, the left implant deflated, which lead to bilateral breast augmentation revision with current 475cc mentor memorygel smooth breast implant. Additional information received on (B)(6) 2022, indicated that the previous biopsy scheduled on (B)(6) 2022 was not performed due to fear of puncturing left implant during the procedure. Explanting surgeon decided it was best to not reschedule biopsy, but instead move onto removal surgery in (B)(6). A specific date of explantation has not been received. At the time of surgery, samples will be sent to pathology for further testing. Medical records were requested on (B)(6) 2022. Should additional information be provided, a supplemental report will be submitted.

Event description:
It was reported that a female patient underwent a breast augmentation revision with a 475cc mentor memorygel breast implant and underwent an MRI (imaging report not available at this time) which indicated ¿possible bia-alcl", infection, inflammation, and baker grade IV capsular contracture on the left side. Per the patient's mother (initial reporter), the patient had bilateral primary breast augmentation with mentor saline implants (date, texture and product name not provided). After 12 years from the date of implant, the left implant deflated, which lead to bilateral breast augmentation revision with current 475cc mentor memorygel smooth breast implant. Additional information received on (B)(6) 2022, indicated that the previous biopsy scheduled on (B)(6) 2022 was not performed due to fear of puncturing left implant during the procedure. Explanting surgeon decided it was best to not reschedule biopsy, but instead move onto removal surgery in (B)(6). A specific date of explantation has not been received. At the time of surgery, samples will be sent to pathology for further testing. Medical records were requested on (B)(6) 2022. Should additional information be provided, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: suspected alcl/inflammation/capsular contracture. (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information indicating that the patient had implant removal surgery and replacement with non-mentor implants (natrelle inspira ssf) on (B)(6) 2022. At the time of surgery, both implants were intact, with no signs of rupture or deflation. The postoperative diagnosis was a left-sided capsular contracture. Information received included copies of the pathology report, operative note, and completed alcl questionnaire. The pathology report reads as follows: a. Left breast capsule: - strips of dense fibrous chronically inflamed tissue consistent with breast capsule tissue. - no malignancy identified. B. Left breast explant: explanted breast implant (gross diagnosis). C. Right breast explant: explanted breast implant (gross diagnosis). Comment: immunoperoxidase stains performed on specimen a. Demonstrate the following findings: - cd68: highlights histiocytes - pankeratin: positive in mesothelial cells. Based on the pathology report received on (B)(6) 2022, this case will no longer be categorized as ¿suspected¿ bia-alcl. The clinical information provided supports that this case is not consistent with a bia-alcl diagnosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 24, 2022, mentor received an updated date of birth and patient age at the time of the event. In addition, an updated safety note was created for this complaint. It was reported that a 36-year-old female patient underwent bilateral breast augmentation revision with mentor memorygel smooth breast implant 475cc (left implant - product code: 3504751bc, serial number: (B)(6) on (B)(6) 2017. Per the event description, on 1645337-2022-01736-1 2022 the patient had a bilateral breast MRI without and with contrast. The report reads as follows: impression: 1. Bilateral subpectoral silicone implants. 2. There is minimal extracapsular fluid of posterior and lateral left breast implant. There is thickening with enhancement of the lateral left breast implant capsule. Differential diagnosis includes capsular contracture, infection/inflammation, and anaplastic large cell lymphoma associated with breast implant. Surgical evaluation recommended. Follow-up breast MRI without and with contrast in three months recommended to document stability as clinically indicated. Pet scan may help in further evaluation. 3. Bi-rads category 3-probably benign, short-term follow-up recommended. Additional information received on 01-feb-2022 indicated that the patient had bilateral primary breast augmentation with mentor saline implants (date, texture and product name not provided). After 12 years, from the date of implant, the left implant deflated, which lead to bilateral breast augmentation revision with current mentor memorygel smooth breast implant 475cc. Additional information received on 11-feb-2022 indicated that the previous biopsy was not performed due to fear of puncturing left implant during the procedure. Explanting surgeon decided it was best to not reschedule biopsy, but instead move onto removal surgery in april 2022. At the time of surgery, samples will be sent to pathology for further testing. Medical records have been requested on 11-feb-2022. Additional information received on 22-feb-2022 (from the patient¿s mother) confirmed that the patient will be having revision surgery sometime in (B)(6) 2022. The patient¿s mother is aware the surgeon¿s office must call to confirm the procedure date. Additional information received on 24-feb-2022 included copies of the patient¿s progress note, and MRI report. The information provided from both has already been included in the above narrative. A copy of the ultrasound-guided breast biopsy performed on (B)(6) 2022 was also provided. This report confirms that biopsy of the left breast was not performed due to significant risk of implant rupture. Follow-ups are currently in progress. The file will be re-reviewed if additional information is received at a later date. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).